Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted and replaced due to infection. The patient developed cellulitis which became bacteremic. No further patient complications have been reported as a result of this event.